Event description:
Customer reports via phone, they were doing a CT chest on an approx (B)(6) male when the patient reported his arm felt warm after the injection. Injection protocol was 2.3ml/sec for 70ml volume of contrast (optiray 320, 100ml prefilled syringe) and 35ml of saline. Staff noted swelling around the injection site of the right antecub. The radiologist was called to evaluate the site, indicating it was probably the saline, since the contrast bolus was noted on the scan images. Staff applied a cold compress and monitored for 30 minutes. Swelling resolved, and the patient said he felt fine. Staff released patient, asking them to report to the ER immediately if any changes were noted. They have not heard from the patient. No reported injury.

Manufacturer narrative:
The customer reported a extravasation occurred during an injection. The field service engineer (fse) arrived on site after the extravasation occured and verified proper operation of the injector per service checklist (B)(4). No issues were found by the fse. The fse noted the recorded pressure in the injection history was 50psi.